Manufacturer narrative:
(B)(4). Method - (process evaluation): work order search. Results - (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4): lens implanted.

Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in her right eye (od) on (B)(6) 2011. The patient reported a loss of vision and vision is at 20/30. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Method: medical review results: per medical review: the patient completed 48-month follow-up form and reported decrease of va to 20/30 ("loss of vision"). No report of any surgically or medically intervention performed or planned. Seriousness is based on no specified information about va (bcva or ucva). The reassessment will be performed when/if additional information is received from the surgeon. Conclusion: based on the complaint history, work order search, and medical review, a specific root cause of the event could not be determined. Claim #(B)(4).

Manufacturer narrative:
Additional information received. The facility were unable to agree with the patient report. The date of the last visit was (B)(6) 2012. Prk surgery was performed on (B)(6) 2012 in both eyes, patient was 20/15 ou before prk, 20/20 ou post prk. Patient had general va check in (B)(6) 2015, va: 20/20 od and 20/25 os. (B)(4).